Event description:
It was reported that the ilet user accidentally pulled the inset teflon infusion set off the needle, after which customer care walked the user through a full supply change that proceeded normally, indicating an incorrect deployment or connection of the infusion set and involving the cannula component. There were no reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure involving the cannula. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.